Manufacturer narrative:
The reagent lot numbers were not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine, calcium, and other assay results from an unspecified number of patient samples tested on the cobas 6000 c501 module. The reporter provided two examples of questionable results: the initial creatinine result was 0.19. The repeat result was 15. The calcium results were 5, 4, and 9 in different repetitions. The units of measurement were not provided.

Manufacturer narrative:
Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The field service engineer inspected the module and replaced the nozzle tip on the cell rinse nozzle. The investigation determined the event was consistent with a hardware-related issue.